Manufacturer narrative:
Additional details received on 29 october 2015: fissure/calcar fracture maybe occurred during the primary operation (according to the surgeon). Patient had pain - reason for revision. Successful revision. Only the stem was explanted, new cemented stem implanted, one size bigger; cerclages (1 cable over calcar, 2 wires around the proximal femur under the calcar). On 30 october 2015 it was confirmed that the implant will not be returned. Batch review performed on 23 november 2015: lot 147637: (B)(4) stems manufactured and released on 05 march 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) stems of the same lot have been already sold without any similar issue. On (B)(4) 2015 the medical affairs made the following analysis: fracture of medial femoral cortex less than two months after primary implantation of a tha, correctly positioned and dimensioned. It is likely that the crack initiation may have happened during primary implantation: intraoperative calcar cracking is a known complication of tha. This may be assumed because there is no report of traumatic events and because of the location of the fracture, but it is not certain. No device related actions are necessary as a consequence of this event.

Event description:
Revision planned because of calcar fracture.

Manufacturer narrative:
On 21 january 2016, it was prepared a final report with the information already submitted in the initial report. On 25 january 2016, the report was sent to the initial reporter and the case was closed.